Manufacturer narrative:
The device was received for evaluation containing liquid/solution. Visual inspection was performed and it was found that the sample was assembled according to specifications, however a cut on the tubing was observed. No functional testing was performed due to the nature of the sample. The reported problem was verified. The cause of the condition was determined to be a machine issue during manufacturing. An awareness was provided to the manufacturing personnel (all group leader, process monitor and assembler) to address the good practice during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood/solution set leaked during infusion. The reporter stated that the ¿blood product sprayed out of the tubing.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.